Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, a run-on condition was found. A full evaluation is being conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the device continued to run on its own. There was no patient involvement or any adverse consequences reported as a result of this event.